Event description:
The customer reported that during a vasoseal es deployment, the physician was unable to retract the j segment of the temporary arteriotomy locator. The physician placed a sheath over the locator and with force, was able to retract the locator. An attempt was made to place the locator again, but the physician noticed that the j segment was missing from the locator. The j segment was observed in the artery. A vascular surgeon was consulted and it was decided that the j segment would to be left in the artery with continued monitoring of the pt. No further complications were reported.